Event description:
It was reported the patient went to the emergency room (ER) due to high blood glucose (bg) levels reaching above 400 mg/dl while wearing the between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (leg,) when removed the pod's cannula was found bent. Symptoms reported include nausea, vomiting and experiencing vertigo. At the hospital, the patient received an EKG, blood was taken, and was placed on an intravenous therapy of fluids. The patient was released a few hours later. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and found bent. This condition could interrupt insulin delivery and contribute to hyperglycemia and the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.